Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with fading text. No other defects were observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had faded over the last couple of months and is now difficult to read in bright light. Patient stated that there was no trauma or moisture exposure to the pump and the pump had not been exposed to MRI or x-ray. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.